Event description:
The patient came into clinic for drain removal post surgery for a bilateral mastectomy. The doctor removed drain by left breast area in the clinic. Upon removal, the drain broke. The patient was informed that there was a remaining piece left. The provider suggested to wait until her next surgery to remove the portion that was left. The provider discussed the options of leaving it in until next surgery or option to go to operating room and remove. The patient did not feel comfortable leaving it in. The provider attempted remove piece under local analgesia in office, which was unsuccessful. The patient scheduled for operating room and removed at that time.